Manufacturer narrative:
The battery was returned; various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Thorough external visual inspection of the battery revealed no signs of physical damage or contamination. Review of conformance material record confirmed that the battery met all requirements for release. Functional testing revealed that the returned battery contained a faulty cell pair; however, this battery had charge/discharge cycle counts (477 cycles) that were approaching the end of its useful life (500 cycles). An internal investigation (CAPA) has been open to address the issue. This is one of two reports (3007042319-2014-00145, 00146) submitted for devices related to the same event. No additional information will be forthcoming.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. A controller and three batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple "critical battery" alarms and power switching events. Analysis of (B)(4) revealed that the devices failed to meet specifications. These batteries failed functional testing due to a faulty internal cell pair, which likely contributed to the reported event. The confirmed malfunction is related to the reported event. Heartware has opened an internal investigation to evaluate these types of issues. Analysis of (B)(4) revealed that the devices met specifications. These devices passed visual inspection and functional testing. However, log files revealed these devices were involved in power switching events. Applicable risk documentation and experience with events of similar circumstances were considered; events with power switching with devices that pass testing are most often attributed to communication errors between the controller and battery. Heartware has opened an internal investigation to evaluate these types of issues.updated sections: g4, g7, h3, h6, h10.no additional information will be forthcoming.

Event description:
This event involved a patient three years and six months post heartware hvad implantation who experienced battery issues. The report received indicated that the patient's wife notified the perfusionist that the batteries, when fully charged, only provide power for one hour. The batteries were removed from the patient and a new battery was supplied. No harm or injury to the patient was reported as a result of this incident.